Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was having short salvos, and the health care professional (hcp) was concerned about the missing of ventricular pacing following the atrial sensed beats between runs and whether the therapy given was appropriate. It was mentioned that the patient was not compromised during these episodes and has had no more episodes since the event. The technical services review the episode and indicate that for the slow pacing the device needs to be optimized and discussed troubleshooting options for the inadequate shock. This ICD remains in service. No additional adverse patient effects were reported.